Event description:
In 1998, it was reported that the pt developed a wound infection 3 days after implant surgery. Pt was placed on intravenous antibiotics. The wound was irrigated and debrided. During a follow-up visit four weeks later, it was noted that the wound had begun to heal; however, it failed to close completely. The center scheduled a follow-up appointment for the pt. In march 1998, the pt reportedly still had an area crusting overlying the wiring in the post auricular area. There wasn't any inflammation and the ear was no longer draining. In april 1998, the pt was seen again at the implant center. At that time, the fantail of implant had begun to extrude through the skin. The pt was readmitted to the hosp for complex wound closure. In july 1998, the pt was seen at the implant center. It was reported that the device was extruding through the skin flap. The surgeon attempted multi-flap advancement; however, closure of skin over the device was still not obtained. The device continued to extrude, leading to the descision to explant. In august 1998, pt was seen at implant center because of a sharp object sticking out of the explant site. Physician recommended local wound care. It was noted that the wound was not acutely infected and did not require acute care. Pt's parent decided that pt was to be seen at another clinic for follow-up. Pt was seen by second clinic, however their records do not reflect any follow-up for this event.